Event description:
The facility representative reported a colleague infusion pump with a low lithium battery found upon power-up of the device. It is unknown in which care area this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low lithium battery was confirmed and duplicated by baxter service personnel. The root cause was determined to be a depleted lithium battery. The lithium battery was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.